Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information there is no patient consequence. When did the thread broke (in the package/removal from package /during passage through tissue)? The thread broke when the surgeon wanted to remove the thread from the "support". In stock another lot which solved the problem. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the unknown procedure, the thread does not unwind, which forces the surgeon to force and there the thread breaks. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, seventy-six unopened samples that pertain to product code mcp9350h. In the inspection of the returned samples, the samples were tested to verify the dispensability of the sutures and it was not possible in twenty-three samples, due to the sutures being found hard to release from the tray by applying excessive force. In the remaining samples, the sutures were dispensed without problems from the winding former. A functional test was performed, and the tensile strength results were above the minimum requirements based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.